Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with door broken was confirmed and reproduced during evaluation. The cause of the determined condition is a an issue with the latch/handle and hinge area on the door. The pumphead door and the door latch were replaced to fix the reported condition. The occlusion sensors calibration was also performed.